Event description:
It was reported that during a procedure of the heavily tortuous, eccentric, 90% stenosed, de novo proximal left anterior descending (lad) artery, after predilatation with a 1.5 x 8 mm non-abbott balloon catheter the 4.0 x 12 mm xience v stent was deployed at the lad, however, a distal edge dissection was noted. A second 3.5 x 18 mm xience v stent was used to cover the dissection. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper, guide cath: jl. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse patient event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.